Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in the heavily calcified right common femoral artery (rcfa) and heavily calcified left common femoral artery (lcfa) with proglide devices via an 8f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar). Reportedly, one proglide device in the rcfa had a cuff miss occur. The sutures of two new proglide devices were successfully pre-placed in the rcfa. A proglide device was attempted in the lcfa and a cuff miss occurred. A new proglide device was attempted in the lcfa and a suture break occurred. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to an 18f and the evar was successfully completed. Hemostasis was achieved in the rcfa and lcfa using the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was confirmed as a link break/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.